Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation , the electrode belt failed incoming functionality testing. The orange (lead 2-) and brown (lead 1-) wires on the ECG c and d cable were broken inside the distribution node (dn). The cause for the failure was isolated to the broken wires. The root cause of the broken wires could not be positively identified but was likely physical abuse. No adverse event resulted from the broken wires.